Manufacturer narrative:
(B)(4). (B)(4). Account reported the wrong product - file is not reportable.

Event description:
Wrong product code reported by account.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device would not cauterize. No bleeding occurred. Another device was used to complete the case with no patient consequence.